Event description:
Patient required revision due to subsiding stem.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
Patient required revision due to subsiding stem.

Manufacturer narrative:
The event as not confirmed as the reported device was not returned for evaluation and insufficient medical records were provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Chr indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.